Event description:
Boston scientific received information that this patient's latitude monitoring system detected a red alert (high shock impedance). The local representative and the clinic nurse were notified of the alert. Subsequently, boston scientific received information that this clinic nurse contacted technical services to discuss the red alert. The clinic nurse reported that she was unable to see any data from yesterday's daily measurements. Technical services discussed the timing of daily measurements (every 21 hours) versus the latitude updates. Technical services explained that the red alert was triggered in the afternoon. It was likely that the 24 hour trending window had not yet completed when the upload occurred. Technical services discussed troubleshooting options when the patient is seen in-clinic to evaluate the device/lead system. The clinic nurse was informed that all daily measurements were within range. There was no electrogram noise on latitude's presenting electrograms. The events stored in the arrhythmia logbook appeared appropriate. Technical services suggested that the patient should be asked about possible exposure to electromechanical interference (emi) around the time of the measurement.

Manufacturer narrative:
The returned lead was evaluated. Resistance testing was completed to assess lead electrical performance; measurements throughout these tests were within normal limits. Visual inspection revealed dried body fluid in the helix mechanism. Cuts were noted in the insulation through to the rate/sense lumen at the suture sleeve tie down area. Also, the distal end of the proximal shocking coil was separated from the lead body insulation. However, this damage likely occurred at explant and did not impact the electrical performance of the lead while implanted. Laboratory testing performed on the lead was unable to reproduce the reported clinical observations.

Manufacturer narrative:
A request for additional information was sent to the local representative.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The rv defibrillation lead was returned to boston scientific's post market quality assurance laboratory in (B)(6) 2011 and is currently undergoing laboratory testing.

Event description:
Subsequently, boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory in (B)(6) 2011 for a scheduled lead revision procedure. The chronic rv defibrillation lead was explanted and replaced. The replacement rv defibrillation lead was attached to the chronic device. The measured shock impedance was greater than 125 ohms in all shock vector configurations. The chronic device was explanted and replaced. The system was again tested and the measured shock impedance was normal. Defibrillation threshold testing was performed and no issues were encountered.

Event description:
Subsequently, boston scientific received information that this patient's latitude monitoring system detected another red alert (high shock impedance). The local representative and on-call physician were notified of the alert. The patient contacted the warranty department to discuss warranty credit and out-of-pocket expenses. The patient expressed concern about the rv lead's integrity (lead fracture). The patient indicated the possibility of contacting an attorney. The call was transferred to technical services. Technical services was informed that a lead revision procedure was scheduled in (B)(6) 2011.